Manufacturer narrative:
The reported device was not returned as it remains implanted. Attempts to obtain additional information have been unsuccessful. Without additional information or device the reported explant cannot be investigated and a root cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 26mm transcatheter valve was implanted in the same position using a valve-in-valve procedure. The implant duration of the original 25mm bioprosthetic valve is unknown. The reason for reoperation is unknown. Both devices remain implanted. No additional details were provided.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 26mm transcatheter valve was implanted in the same position using a valve-in-valve procedure. The implant duration of the original 25mm bioprosthetic valve is approximately seven (7) years. The reason for reoperation is unknown. Both devices remain implanted. No additional details were provided.